Event description:
Received letter from an inmate at a prison. The inmate stated that a bolt snapped, causing the frame to break. Inmate stated that he received a closed head injury. No medical attention was needed.

Manufacturer narrative:
As of this date, there has been no parts related to this chair that have been returned to the manufacturer for evaluation.